Manufacturer narrative:
Sections b5 describe event or problem, b6 relevant tests, d6 explant date and e1, e2, e3 initial reporter updated. Section b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: 5001005. UDI: (B)(4). Product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: 5001028. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient developed redness and swelling at the implantable pulse generator (ipg) and lead extension incision site. The patient underwent a procedure wherein the ipg and portion of the lead extensions were removed due to infection. It is unclear whether cultures were obtained during the procedure. Device analysis was not performed, as the facility retained the components per its policy. The patient received antibiotics and fully recovered. The remaining lead extensions parts were completely removed at a later date during a reimplant of devices. Remaining lead extension segments were removed during a subsequent reimplantation. The reimplanting physician attributed the infection to the device but did not provide supporting rationale. Device analysis of the remaining lead extension segments was not performed, as the facility retained the components per its policy. Additional information indicated that the patient did well post-operatively.

Manufacturer narrative:
Despite good-faith efforts, additional details from the facility were not obtained. Section b3: approximated based on the date the manufacturer became aware of the event. Section d6b: date of explant unknown. Approximated late may. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365db3216550, model: db-3216-55, serial: (B)(6), batch: 5001005, UDI: (B)(4). Product family: dbs-extension, upn: m365db3216550, model: db-3216-55, serial: (B)(6), batch: 5001028, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient developed redness and swelling at the implantable pulse generator (ipg) and lead extension incision site. The patient underwent a procedure wherein the ipg and portion of the lead extensions were removed due to infection. Device analysis was not performed, as the facility retained the components per its policy. The patient received antibiotics and fully recovered. The remaining lead extensions parts were completely removed at a later date during a reimplant of devices. Remaining lead extension segments were removed during a subsequent reimplantation. The reimplanting physician attributed the infection to the device but did not provide supporting rationale. Device analysis of the remaining lead extension segments was not performed, as the facility retained the components per its policy.